Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at device upgrade, externalized conductors were noted. All electrical measurements were normal. A dft test was performed successfully. Lead remains implanted.